Manufacturer narrative:
Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number: 2000020921. Model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. It was also reported that the patient was experiencing pain at the upper thoracic spine. The patient underwent a lead revision procedure and was doing well postoperatively.